Manufacturer narrative:
The report of stroke and subsequent patient outcome, and their direct correlation to the device could not be determined through this evaluation. The device was reportedly functioning as expected at the time of the event. The device was not explanted following the patient's expiration. The instructions for use lists stroke, neurologic dysfunction, and respiratory failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was not explanted and will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with an ischemic middle cerebral artery (mca) stroke on (B)(6) 2016 after collapsing at home. The patient's spouse noted symptoms of confusion and left sided weakness. The patient¿s inr was 1.7 upon admission (goal 2.0-2.5). On (B)(6) 2016, the patient¿s inr had been 1.8 and increased to 1.9 on (B)(6) 2016. There were no changes made to the patient¿s anticoagulation dosage. An embolectomy was attempted but was aborted because the patient was unable to remain still. It was reported that the patient was later intubated due to decompensation and was unresponsive when sedation was weaned. On (B)(6) 2016 the patient expired following withdrawal of care due to acute ischemic right mca stroke, encephalopathy, and respiratory failure. It was reported that the device was functioning as expected.